Event description:
It was reported that a pump malfunction occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance. The customer reverted to an alternate method of insulin therapy.